Manufacturer narrative:
Alleged failure: turned off during case. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes are: esst issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device turned off during the case.